Event description:
On (B)(6) 2022, a merz spain affiliate reported via email a potential cellfina adverse event. The affiliate stated that the patient had: "severe cellulite with little flaccidity associated. Hyperpigmented scarring in each of the incisions made during treatment from the start of treatment despite no sun exposure and no history of hyperpigmented or keloid scarring." The patient was in treatment with carboxytherapy every fifteen days in subcutaneous fat of the treated regions and on the scars. The physician indicated they have laser equipment and was coordinating with a dermatologist to develop a plan to treat the hyperpigmentation. The outcome of the events was not reported at the time. Additional information was received by the merz spain affiliate on (B)(6) 2022. According to the report, the physician that performed this treatment reported this event to the (B)(6) citing this patient's hyperpigmented lesions in the blade entry region. Allegedly, this patient underwent depigmentation treatment; however, the pigmentation marks/scars persist. No additional information is available at this time.

Manufacturer narrative:
No additional information was provided for this case despite attempts made on (B)(6) 2022. The practice did not allege any malfunctions or device deficiencies occurred during this treatment. As no devices related to this event were returned, an evaluation of the cellfina kit used for this treatment was not performed. An evaluation of the lot complaint history was not performed as the lot number of the cellfina kit used for this treatment was not provided. A device history record was not reviewed as a device serial/lot numbers were not identified. The reported event's application site discoloration/hyperpigmentation and scarring are known risks based on the cellfina instructions for use. As the patient's reported issue has lasted a considerable time and additional treatment was performed in an attempt to resolve the issue, prevent permanent damage/scarring could not be excluded with certainty. A review of the current cellfina patient complaint trending analysis for the reported issue of "scar(major)/keloid" revealed the reported issue has not occurred at a high enough frequency to generate a trend and will continue to be monitored. No additional information is available at this time. If additional information is received, a supplemental medwatch will be submitted.